Manufacturer narrative:
There was no product returned for this complaint. No returned product evaluation could be completed. A manufacturing record review was completed and no related nonconformances were found. The patient had a stroke during procedure and it was confirmed by the physician that the stroke was unrelated to the device (turnpike spiral). The account was requested on images of the catheter. Images were not provided. Without a product evaluation of the turnpike catheter, damage on the catheter couldnot be determined. Based on the information received from the account, the most likely root cause of the issue was operational context and/or unintended use error.

Event description:
It was reported that when the physician went to remove the turnpike spiral, it was lodged in the lesion and would not come out. It was noted that the physician ended up pulling back on the turnpike spiral with the support of the guide catheter and thus created a spiral dissection. No further complications were reported.